Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have a defective insulation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument was found to have damage of the conductor wire insulation at the yaw pulley location. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or use.

Event description:
Refer to h11 for follow-up information.